Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors for resistance or difficulty advancing the retrieval catheter through the stent may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. The difficulty advancing the recovery catheter appears to be due to interaction with the newly placed xact stent which was reported to be placed adjacent to, but not overlapping a previous placed acculink stent from three years prior. It is likely that there was a gap between the two stents causing the tip of the retrieval catheter to catch during advancement. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. The lot release testing results were reviewed and all samples met all manufacturing criteria. Additionally, a query of the complaint database was performed and there have been no other incidents for physical resistance reported for this lot. The reported difficulty appears to be related to case circumstances and there is no indication to suggest a product quality deficiency. As part of the manufacturing quality process, all embolic protection devices and retrieval catheters are visually inspected for damage. A sampling of units is visually, dimensionally and functionally inspected.

Event description:
It was reported that after the xact stent was successfully deployed at the bifurcation of the left internal and common carotid artery, there was difficulty passing the emboshield nav6 retrieval catheter through the stent. The xact was deployed adjacent to, but not overlapping, an acculink stent that was previously deployed three years prior to this procedure. After a stiff buddy wire was inserted, the retrieval catheter was able to pass through the xact and the acculink stent. The physician was still concerned about the unsmooth transition between the two stents; therefore, he implanted a second xact stent without a filter. There were no adverse patient effects. There was no additional information provided.